Event description:
Pfs and medical records received. It should be noted these records were received through a pfs for another legal complaint. Formal litigation hasn¿t been filed yet, so this complaint isn't legal. Part/lot information provided. Patient was revised on (B)(6) 2012 for infection. The only two depuy products implanted were the head and stem. The stem was previously reported on (B)(4). The head is being reported for infection on this complaint. It should be noted that the femoral head was revised previously on (B)(6) 2012 (doi (B)(6) 2011) due is a loose competitor cup. The head wasn¿t reported as it wasn¿t the cause of the revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 11/25/15- pfs and medical records received. Medical records indicated there was groos pus and an abscess on revision. There is no new additional information that would affect the existing investigation. The complaint was updated on: dec 15, 2015.

Manufacturer narrative:
(B)(4).